Manufacturer narrative:
(B)(4). D10: 00787101760, item name: femoral stem cemented revision/calcar 12/14 neck taper size 17 190 mm stem length for cemented use only lot # 65521330. G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the 17 and 19 femoral stems had broken through the box. The procedure was completed using a size 15 implant. There is no additional information available at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce. This report will be reported under MFR: 0002648920-2025-00060.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.